Event description:
The facility reports the pt was lying on a pedestal shower table to be transferred to a wheelchair. The caregiver had the lift positioned at the head of the pt. The sling was connected to the lift and the pt was raised approximately three inches off the table when the right leg clip released, causing the pt to shift to the right out of the sling, grazing the table and landing on the floor with her left leg on the leg of the lift. One caregiver was performing the transfer. The resident went to the emergency room and was reported to have sustained "fracture proximal left femur; fracture shaft left femur." The orthopedic doctor indicated the femur was displaced. Creative orthodics fitted the resident with a brace. Resident will be re-x-rayed in a week to determine if surgery is required.

Manufacturer narrative:
The sling was investigated on-site and described as having scratches on the right leg clip. None of the clips fit snugly to the hanger bar attachment points. The sling fabric was in good condition. Pictures were taken and confirm this description. In addition to the event description, it was stated that during a recreation of the event, the occupant slid out of the sling head-first. Based on MFR simulations of the pt drop, it is believed this description appears flawed on several points. First, a clip is either attached or not. Although a clip can be balanced on an attachment point, this requires considerable effort and will invariably result in the clip dropping either on or off the attachment point the moment the hanger bar is lifted and the clip comes under tension. A clip that drops off is highly noticeable. Second and in addition to this first point, the lifter operating and product care instructions (opi) as well as the sling guidelines for use state the lift operator should ensure the sling clips and straps are placed under tension and that the tension is maintained before and during commencement of the lift. Third, if one leg clip is not attached to the lift and this goes unnoticed by the lift operator (in contrast with the requirements above), the pt will remain supported at the other leg and under the shoulders. This means the pt will be lifted with one leg remaining stationary on the horizontal support the pt is lifted from. This is visible to the lift operator. Fourth, it was reported that, at the time the pt was lifted 3 inches off the shower table, the right leg clip released. It has been established that, starting from a horizontal position, the only way for a clip to detach, worn or not, is for the caregiver to manually pull the lift strap upward and then sideways. This can be done accidentally when attempting to position the pt with these straps. This technique is warned against in the guidelines. It appears more than likely the clip was not attached in the first place. In either case, the pt would not have dropped as described above. The worst that would happen with a pt being raised three inches above a bed or shower table and the right leg clip not being attached/coming detached is that the right leg would rest on or drop an estimated six inches to the shower table or bed. It is reported the release of the leg clip caused the pt to shift to the right, out of the sling, grazing the table and landing on the floor with her left leg. This indicates a violent shift, which is atypical of a non-attached or detaching leg clip from a horizontal position. The pt would need to rotate from a position where the pt's back faces the floor, to a position where the pt's face is downward. This violent repositioning is not found during the MFR's simulation. This has only been reproduced with a shoulder clip non-attachment/detachment. The MFR is unable to determine a definitive root cause of the incident. However, it is possible the pt dropped due to either the strap of the right leg clip being used to pull the pt from the position on or over the stretcher and the clip subsequently detaching (this might have been done if the padded hanger bar was difficult to handle for that purpose). Since the lift was placed at the head end of the pt, it would be feasible that the caregiver would try to pull a leg-side strap. This would not be in line with the opi; however, there is no record the caregiver was trained at any time against the opi. The other possibility is the clip of the right leg portion of the sling was not attached to begin with or checked to ensure it was fastened before the pt was lifted. As there was no detected deficiency on the sling or the lift device, no documentation could be given regarding the lift operator's training on the device, and the details of the event provided, the MFR concludes it is likely the incident occurred due to use error. No corrective action will be made toward the product. However, the MFR strongly recommends the retraining of lift operators on the use of the lift and sling, as directed in the lifter opi and the guidelines, emphasizing the sling attachment process.